Event description:
It was reported that the user experienced prolonged hyperglycemia with a peak blood glucose of 401 mg/dl for about seven hours following a recent infusion set change and a larger-than-usual dinner while using the ilet with a teflon inset 23 in placed on the side abdomen; a suspected bent cannula was discussed but not confirmed, and the user administered subcutaneous insulin by pen without removing the ilet and returned to range. Symptoms included mild nausea. Outcomes included transient hyperglycemia that resolved with correction and continued monitoring at home without medical intervention. Investigation included customer care troubleshooting and education regarding infusion set function, site selection, and potential cannula kinking. Investigation of this case revealed that hyperglycemia was consistent with interrupted or reduced insulin delivery possibly due to a bent or occluded cannula following the infusion set change, though the exact device component issue could not be verified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.